Event description:
Per the clinic, the patient underwent revision surgery in 2011 (exact date not reported) to correct an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
The patient underwent revision surgery in (B)(6) 2011 (day not reported) to correct an overgrowth of skin tissue at the implant site. This report is filed (B)(4), 2013. Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (B)(6) 2011 (day not reported) and the patient was reimplanted with a new device during the same surgery. Device unavailable for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.